Event description:
The report received from the affiliate indicated that after the nurse opened the case and handed it to the physician, she noticed that the distal end of guidewire has been peeled off. Therefore, she did not use it for a patient and the physician used another new guidewire (sv-5). The device was not handled in any way before the damage was noted or was the packaging damaged. The product was discarded by the hospital.

Manufacturer narrative:
The report received indicated that after the nurse opened the case and handed it to the physician, she noticed that the distal end of the guidewire was peeled off. Therefore, she did not use it and the physician used another new guidewire (sv-5). The device was not handled in any way before the damage was noted nor was the packaging damaged. The product was discarded by the hospital. Note: lake region lot number 10025758 which is cordis lot number 70611572. Per lake region report c 11,143: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10025758. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.